Event description:
It was reported by the rep that during an aneurysm coiling procedure, the micrusphere xl 3.5mmx7cm coil (ssr10035720/c30611) would not deploy. Procedure completed with same/like device. There was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
The product is available for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt. (B)(4).

Manufacturer narrative:
The product was received for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that the correct awareness date for this report was 7/2/2015 instead of 6/2/2015.

Manufacturer narrative:
It was reported by the rep that during an aneurysm coiling procedure, the micrusphere xl 3.5mmx7cm coil (ssr10035720/c30611) would not deploy. Procedure completed with same/like device. There was no adverse consequence to the patient. One device will be returned. Very limited information was received. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed into the returned packaging it was found that the coil was not returned. The distal section of the device positioning unit (dpu) exhibits unreported rotational torque damage with the twisting of the distal section of the dpu. The circumstances of how and when this damage occurred cannot be determined. The coil was mechanically detached. No signs of heat and melting to the detachment fiber were found. The fiber is intact. No manufacturing defects were found. The device positioning unit (dpu) passed electrical testing with resistance at 51.8 ohms and the enpower systems go green light illuminated. The root cause of the coils non-detachment cannot be determined as no problem was found as the unit passed all electrical testing. The circumstances of how and when the missing coils unreported mechanical detachment occurred cannot be determined. In addition, without the return of the coil, the unidentified detachment control box (dcb), the unidentified control cable, and the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.